Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: sdr203b implantable pulse generator, (B)(6) 2001; 5076-58 implantable pacing lead, (B)(6) 2001. (B)(4).

Event description:
It was reported that both leads had a performance issue. The status of the leads is unknown. No patient complications have been reported as a result of this event.